Event description:
It was reported that the merlin transmitter displayed a read error. Upon visual inspection, the silver strips within the power plug appeared burned. As a result, the transmitter was not used and was replaced. No patient consequences were reported.

Manufacturer narrative:
The reported complaint of wireless communication problem was verified; however, the allegation of thermal decomposition of the device could not be confirmed. Visual inspection identified no damage to the transmitter outer housing or ac power adapter. Examination of the plug adapter after removal revealed no burn marks or physical damage to the metal contact pins. Functional evaluation demonstrated that the unit powered on to the read icon with all leds blinking. During troubleshooting, the start button was found to be stuck, causing the transmitter to reset upon connection to power, consistent with the reported complaint. The delete data process could not be completed due to a hardware failure. Further inspection revealed no damage to the transmitter main pcb, inner housing, ac power adapter main pcb, or inner casing. Analysis determined that the transmitter exhibited a hardware failure involving the keypad, with the start button and several leds/icons failing to operate properly.